Event description:
Patient contacted depuy spine reporting that he has had intermittent retrograde ejaculation after implant of the charite artificial disc. Patient had re for 2-months then normal function returned. He then had re again and continues to have repeat episodes. Pain and function has gotten better, but still taking some light pain medication. His doctor has told him that things should resolve within a year of surgery.

Manufacturer narrative:
Events of this nature are an inherent risk of arthroplasty surgery. The instructions for use (IFU) lists retrograde ejaculation as a potential adverse outcome. No connection can be made between the reported event and any shortcoming of the device. As no further information was received from the complainant, we are closing this complaint at this time.